Manufacturer narrative:
This report has been identified as event two of b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 2: small white particulate floating in the bag after compounding. No patient involvement.

Manufacturer narrative:
This report has been identified as event two of b. Braun medical inc. Internal report number (B)(4). One (1) sample was received for evaluation. The bag was visually inspected and no evidence of any particles were found in the bag. Afterwards, the sample was delivered to the biological laboratory for filtration on a black membrane, and no particles were found. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.